Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer required assistance from husband to administer emergency glucose pen to address bg. Customer alleged the control iq software did not function as intended, however after multiple follow up attempts by tandem technical support no response was received from the customer, therefore the alleged root cause could not be confirmed.